Event description:
It was reported that, "the screwdriver head snapped off during surgery." There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.